Event description:
It was reported that the 7700 system would intermittently not x-ray. Also there was a temperature error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock was found to be bad during the service call. The customer cancelled the service call. A follow up report will be filed when additional details become available.